Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user stopped using the beta bionics bionic pancreas pump after experiencing low blood glucose events while using the system, and the team attempted multiple follow-ups without successful contact. Symptoms included hypoglycemia. Outcomes included interruption of device use. Investigation included attempts to obtain blood glucose details and user feedback through phone and sms, along with complaint handling review. Investigation of this case revealed that the cause of the hypoglycemia could not be determined based on available information. It was concluded that the event was user-reported hypoglycemia with unclear cause and that no device alerts or alarms were identified during the period referenced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.